Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; however, an analysis was performed based on a photo of the device that the complainant provided. The photo revealed that the cutting wire was kinked and detached inside the patient body. No other visual issues with the device were noted. The reported event of cutting wire broke was confirmed. Upon analysis of the photo provided by the customer, the cutting wire was detached and kinked. The failure found could had been generated if the voltage exceeded the maximum voltage rating or if the device was not in contact with the tissue during energization. Based on all gathered information, it was concluded that the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the ampulla during the sphincterotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire detached from the catheter under the impulse of the current. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.